Manufacturer narrative:
On (B)(6) 2020, the cr reported that the patient has not used the waa to activate the device and that the bruise has healed. The cr advised the patient to see the implanting clinician to determine if migration or damage to the stimulator had occurred that may be causing the stimulator to cause unintended stimulation (shock) and tissue damage (bruising). This appointment has not yet been scheduled due to the covid-19 outbreak. On (B)(6) 2020, the cr reported that the patient was instructed by the implanting clinician, on (B)(6) 2020, to begin activating the stimulator. Since (B)(6) 2020 the patient has not experienced any unintended stimulation (shock). No further bruising has occurred. On (B)(6) 2020, the cr reported that the patient has still not experienced any unintended stimulation (shock) or bruising since restarting use. The cr stated that the patient reported not getting adequate pain relief, but also stated that the patient reports fluctuating levels of pain relief. The patient is still not scheduled to see the implanting clinician due to the covid-19 outbreak. The root cause of this complaint could not be determined with certainty due to insufficient information available regarding the event. The root cause may be attributed to stimulator placement too near to a nerve, migration, or incorrect programming parameters set by the cr.

Event description:
On (B)(6) 2020, the patient contacted the cr stating that she felt unintended stimulation (shock/ jolt) in her knee causing a bruise to form at her knee. The bruise and unintended stimulation (shock/ jolt) was located slightly above the patella (knee cap), but her stimulator was placed at the infrapatellar saphenous nerve, below the patella.